Event description:
It was reported by service report that the foot board has no power. The power cord and the ground jumper needed to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board housing.